Event description:
When I went to the dentist, they told me that I had to get all of my teeth pulled because of my gum went to bleeding badly. I have to pay out money to get all of my teeth pull. I had to go to a specialist to see what was going on. I also went to the specialist, he is the one who told me I had to get them pulled. The teeth would not stay. Also they had to fit me four times because of the administration of polident keep my gum bleeding, swollen, cannot eat and hard to talk. Dose or amount: 2 or 3 times. Dates of use; don't' remember. Diagnosis or reason for use: dentures. Event abated after use stopped: yes.